Event description:
Foreign object (tip) was removed from patient on or about (B)(6), 2012. It is suspected that this tip was left in the body during obgyn surgery performed on or about (B)(6) 2005.

Manufacturer narrative:
The actual device retrieved from the patient was returned to megadyne. Magnified visual inspection shows evidence of normal wear from electrosurgery and demonstrates the device is fully intact and without defect. A review of the device labeling demonstrates adequate instructions are provided on the proper installation and use of the device. There is no evidence to suggest a device malfunction. A review of the product history indicates this device is a reliable component of electrosurgery. Megadyne is unable to establish a causal relationship between the proper installation and use of the device and the reported event. The most likely cause of the event is related to improper installation of the mega tip onto the indicator shaft resulting in it becoming detached from the shaft during removal from the abdominal cavity. Appropriate instrument inspection, per recommended practices, will reveal whether the device is still intact. The mega tip is designed to be radiopaque such that it can easily be identified and located using x-ray for immediate removal in the event of detachment.